Event description:
It was reported by a company rep that the serfas energy probe unit broke of in the shoulder of the pt. Further, the tip of the unit was not retrieved but no adverse consequences or delays were reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.